Event description:
The user experienced a power outage and after initialization of the instrument, black smoke and a burnt smell were detected. The field service representative found the analyzer would not power on and the connector on the power supply was blackened. He also found the board on top of the power supply (voltage converter) was blackened. He checked the power supply from the universal power supply (ups) was within voltage, the cable connected to the analyzer was good and the fuses were good. No one was injured or overcome by the smoke or fumes. The serial number of the power supply was (B)(4).

Manufacturer narrative:
This event occurred in (B)(4).

Manufacturer narrative:
The investigation determined the smoke was generated due to heat damage within inside the power supply. The root cause of this issue could not be determined as the customer's actual power supply was not available. The failure mode was consistent with ventilation fans being blocked or airflow restriction in the application or even too much dust build up inside or in front of the ventilators. It is also possible that the fans were inadvertently blocked by something in the application or the power supply was equipped with a weak component. The power supply at the facility has been replaced with a new version which contains an over-temperature switch off circuit. All parts and plastics are ul rated accordingly. There was no risk of fire and no one was injured.